Manufacturer narrative:
A ge rep evaluated the system and adjusted the ma limits to bring the system into compliance. System operates as intended.

Event description:
Customer reported the system output dose exceeded the nevada limit of 5r/min. No pt injury was reported.